Event description:
It was reported that the burr got stuck in the lesion, the burr detached and guidewire entrapment occurred. A 1.50mm rotapro and a rotawire were selected for an atherectomy procedure. During the procedure, the burr got stuck in the lesion. While attempting to retract the device, the burr came off the end of the catheter. Using nitro and a balloon, the rotapro and rotawire were successfully removed together from the patient. No patient complications were reported.